Event description:
It was reported that a peritoneal dialysis (pd) patient experiencing drain complications during treatment (captured under separate complaint) was seen by a surgeon for pd catheter (not a fresenius product) revision and was seen by interventional radiology to view the catheter placement. Additional information was obtained through follow-up with the patient's peritoneal dialysis registered nurse (porn). The patient was seen by interventional radiology on (B)(6) 2021 where they underwent a pd catheter manipulation. The manipulation resolved the drain complications, and the patient is continuing pd therapy utilizing the same liberty select cycler. There was no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).